Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the customer was hospitalized due to hyperglycemia and vomiting. Customer's mother reported that the insulin pump experienced keypad and motor issues. Customer stated significant events leading to the hospitalization included vomiting and high blood glucose. Customer was treated with fluids and insulin. Customer was not wearing the insulin pump at the time of emergency room visit. Customer's blood glucose level at the time of admission was not included in the report. Customer declined to troubleshoot at the time of the call. Therefore, the root cause of the customer's high blood glucose issue could not be determined. Product is not being returned or replaced.